Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red. There was no alleged device malfunction contributing to the irritation. It's unclear if the patient¿s home aide applied any creams or ointments to the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.